Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that before implant of the lead, the doctor saw the distal tip of the lead curved. There were no signs or symptoms related with the issue. There were no external factors that contributed to this event. The lead was never implanted. The action taken to resolve the issue was the lead was changed for another. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, lot# unknown, product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the distal end of the lead was bent, new out of the box. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.